Event description:
It was reported during a laparoscopic cholecystectomy the surgeon inserted the er320 through the subxyphoid port to clip the cystic duct. He depressed the trigger into the handle and the clips began falling out in succession without squeezing the trigger a second time. They pulled a second instrument and completed the case without further mishap. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no; damaged weld seams, no. Functional tests & results: jaws: inside width at tips, .207. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. As the instrument was received empty, further functional testing could not be performed. Therefore, it could not be ascertained as to why the clips were reportedly falling from the device. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.